Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during a stent placement procedure through the av fistula to treat the mid cephalic vein stenosis, the stent allegedly partially deployed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure through the av fistula to treat the mid cephalic vein stenosis, the stent allegedly partially deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation performed in the laboratory, a fracture of the outer sheath was found which led to the partial deployment of the stent graft. An appropriate guidewire was used. Based on the investigation of the provided information, the investigation is confirmed for sheath fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the preparation of the device the instructions for use states carefully remove the endovascular system from its packaging and inspect packaging and system for any damage or defects. Do not use if the sterile barrier is compromised', 'flush the stent graft lumen with sterile saline by using a small volume syringe. A) attach the syringe to the luer port at the back of the endovascular system. B) attach the syringe to the luer port on the y-adapter, close the stopcock when flushing is complete and remove the syringe from the luer port'. Regarding the precautions prior and during deployment the instructions for use states 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure'. The instructions for use states regarding the accessories 'the use of an appropriately sized introducer sheath is recommended; prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location'. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. H10: d4 (expiry date: 01/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.